Event description:
During withdrawal of the fogarty catheter the balloon was felt to rupture, and the balloon was observed as missing along with the small ring where the balloon is supposed to be attached to the tip of the catheter. The location of the balloon was undetermined.